Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed a follow-up will be sent to the FDA.

Event description:
Philips received a report from a customer stating that a patient sustained a blister of 4 inches along the left upper arm after being scanned with the knee coil.

Manufacturer narrative:
Based on the provided information and test performed on site there is no indication of a malfunction of the mr system or coil used. The patient injury on the left upper arm is consistent with injuries caused by a close proximity or direct contact with the bore wall. No padding was used. Although the arm rests were used to keep the arms close to the body, this did not prevent that the left upper arm was potentially in contact with the bore wall during the mr examination. Furthermore the following factors were observed that may have contributed to the severity of the injury: the patient was sedated / anesthetized and thus unable to alert the operator. This also indicates an impaired thermo-regulation. The patient was elderly. The patient was covered by a sheet or blanket which hinder the heat dissipation.